Event description:
It was found in the log files that the ventilator has alarmed for failures of the power (+12v and -12v) and safety valve is open. There was no harm to the patient. (B)(4).

Manufacturer narrative:
Our field service engineer has been on site and examined the ventilator, performed several pre-use and function checks without any deviation. No parts was replaced. The device logs were downloaded. According to the info from the hospital two internal backup batteries has been changed. The internal backup batteries has been discarded at the hospital. The internal backup batteries powers the internal memory of the control and monitor pc-boards. A failure of the internal backup batteries will not lead to generation of the reported failure. After five month, no further problem with the ventilator has been reported. Our device log evaluation has confirmed that the reported event occurred. The failure of the internal +12v, -12v and safety valve occurred one time. After restart of the ventilator, the ventilator functioned normally. According to the device log we could trace back the reported problem to (B)(6), therefore the date of event has been updated accordingly as (B)(6) 2015. The investigation is not able to establish the cause to the reported event due to that the problem was not reproduced and no parts where replaced.

Manufacturer narrative:
A service engineer has been on-site an started the investigation. A supplemental medwatch will be submitted when the investigation is completed.